Event description:
Magellan has identified an ongoing issue with testing of the controls included in the leadcare ii test kit. Specifically, , magellan has received reports that control tests of either the "low-control" (e.g., approximately 9 ug/dl ± 3 ug/dl) and/or the "high-control" (approximately 28 ug/dl ± 4 ug/dl) generated a "low" result (i.e., "controls out of range - low" or "coor-l"). Magellan is currently investigating the issue and has confirmed an increased rate of "controls out of range - low" on leadcare ii lots 2013m, 2014m, 2015m, 2016m and 2017m. At this time magellan has not received any complaints or reports from the field of false negative results involving patient blood samples tested on those lots. Magellan is actively investigating this issue to examine whether it could impact patient blood samples. In the meantime, magellan is submitting this medical device report out of an abundance of caution.